Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.

Manufacturer narrative:
E1: phone ext 1475. One device was received for evaluation. Review of the event history log revealed 'cassette not attached properly' alarm with a red screen. Functional testing noted a faulty downstream occlusion (dso) sensor, and excessive glue on wires. The service history review had no indication that the complaint was related to a service of the device within the review period.